Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. It was recommended that this device be replaced and returned for device analysis. The patient is dependent on therapy. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. It was recommended that this device be replaced and returned for device analysis. The patient is dependent on therapy. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that reported this device was explanted and returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. It was recommended that this device be replaced and returned for device analysis. The patient is dependent on therapy. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that reported this device was explanted and returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted; however, telemetry was lost after approximately one minute. Telemetry continued to be unreliable. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the reversion to safety mode.